Event description:
Available information indicates that this patient sustained a fall resulting in bilateral radial head fractures early this year. The injury on the right side was treated conservatively, while the left radial head fracture was treated operatively. Per the operative note, the patient received a "sbi lateral 2 piece radial head system," size 3. The patient was progressing well with occupational therapy but during a visit in late summer, he reported pain on prolonged extension. Follow-up x-rays were obtained the same day and showed, "the component adjacent to the capitellum appears in a slightly lateral position with respect to the proximal component of the prosthesis." These findings were felt to demonstrate early displacement of the linkage betweeen the radial head and radial stem portion of the component. Surgical revision was indicated and the patient was taken to surgery for this procedure. Intraoperatively, the surgeon saw evidence of this displacement as well. The hardware was removed and sent to pathology. According to the gross description section of the pathology report, there was a linear area of burnishing on the head component that paralleled the groove (that mates with the ridge on the stem prosthesis). In addition, there was tissue found adherent to the groove. According to the pathologist's interpretation, these findings indicate probable motion between the two parts in vivo.